Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The charger was hot to the touch and it started smoking.

Manufacturer narrative:
This MDR was filed in error. Please refer to the correct filing of (B)(4).

Event description:
This MDR was filed in error. Please refer to the correct filing of (B)(4). The charger was hot to the touch and it started smoking.